Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿system error 322¿ was not reproduced. When the device was powered on a system error 342 (sharp cam error) occurred. A review of the event history log found no evidence of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.